Event description:
It was reported that the insulin pump had cracks in the case. It was stated that the drive support was loose/sticking out/flush, and the customer was unsure how it happened. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken belt clip slot, cracked reservoir tube lip, scratched lcd display window, cracked battery tube threads, and loose drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is mark.